Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown, seroma and extrusion further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient experienced the events of ¿inflammation¿, ¿seroma¿, ¿contracture and extrusion of the right implant¿, ¿pain¿, and ¿inflammatory reaction without membranes.¿ the device has been explanted.